Event description:
This unsolicited case from united states was received on 22-dec-2017 from a patient this case concerns a (B)(6) male patient who received treatment with synvisc one and after few hours of receiving injection, patient had redness from his knees to his ankles bilaterally; after unknown latency had rash at the bottom of his leg, could barely walk, had pain, swelling, also bilaterally, from the knee to ankle/swollen from the knee down, legs and feet, could bear weight on his knees prior to synvisc-one and could barely stand. Also, device malfunction was identified for the reported lot number. No concurrent conditions and medical history was provided. Patient was able to bear weight before injection. Patient did not require a crutch prior to synvisc-one. Patient had never received synvisc in the past. Patient has received multiple rounds of euflexxa in the past, most recently 6 or 7 months ago. To the best of his recollection, he had 5 euflexxa injections in his right knee and 1 euflexxa injection in his left knee. Patient does not have any prosthetic implants or devices. Concomitant medications included atorvastatin calcium (lipitor), lisinopril, pantoprazole. Patient had no allergies. Administration: the packages were open for maybe 30 seconds or a minute prior to patient receiving the injection. Patient was not sure about whether other injections were given at the same time. Patient said the physician would have to be asked for that information. Patient thought that a spray on anesthetic was used for numbing. Patient has some photos of his legs and offers to send them. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: not reported) for bilateral knee osteoarthritis. Patient followed his doctor's instructions to avoid strenuous activities after the injection. On the same day, about 4 or 5 hours later, patient began to have symptoms of a reaction. Patient experienced redness from his knees to his ankles bilaterally. On an unknown date in (B)(6) 2017, after unknown latency, patient had swelling, also bilaterally, from the knee to ankle. The swelling was the most it could swell without the skin breaking. Patient was in so much pain that he could barely stand. Patient could barely walk for about 4 days and had to use a crutch for assistance. Patient could bear weight on his knees prior to synvisc-one. Patient was no longer using the crutch. Patient received cortisone shots in both knees afterwards on (B)(6) 2017. Patient would not have needed these cortisone shots if he had not experienced a reaction from the recalled lot. It was not necessary to draw fluid off his knees at that time. Fever was denied. (Fluid was drawn off prior to him receiving synvisc-one). There was no lab work or blood work done. Corrective treatment: crutch for assistance for could barely walk and could barely stand; cortisone shots for pain, swelling, also bilaterally, from the knee to ankle/swollen from the knee down, legs and feet, could bear weight on his knees prior to synvisc-one, could barely stand; not reported for rest events outcome: recovered for could barely walk; unknown for rest events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for could barely stand, could bear weight on his knees prior to synvisc-one and device malfunction, pain, swelling, also bilaterally, from the knee to ankle/swollen from the knee down, legs and feet pharmacovigilance comment: sanofi company comment dated 28-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty in standing, peripheral swelling, pain in knees and weight bearing difficulty . A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.